Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received. After changing the cartridge, the notification reoccurred. Customer's blood glucose was 178 mg/dl. Reportedly, customer used another cartridge to resolve the issue.